Event description:
A customer contacted stryker to report that they were unable to connect therapy cable with their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
(B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replace part is not available for the further evaluation.